Event description:
The customer reported a leak from the valve (vl25) of the coulter® lh 780 hematology analyzer. The customer stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and a laboratory coat at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting over the telephone. The customer clipped (trimmed) the tubing and reattached it to pinch valve vl25 to resolve the leak. A field service engineer (fse) was not dispatched to the customer's site for this event. Failure mode of the event is attributed to tubing at pinch valve vl25. (B)(4).